Event description:
It was reported that during a percutaneous transluminal angioplasty, vessel perforation, balloon rupture and tip detachment occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous left subclavian vein. A 6f unspecified introducer sheath followed by a 035 non-bsc guide wire was advanced to the target lesion. A 9.0 x 40, 75cm mustang¿ balloon catheter was selected for dilation. They inflated the balloon with a non-bsc inflation device three times at 22 atmospheres. Upon the third inflation at 22 atmospheres, the balloon ruptured. Perforation of the vessel was then noted following rupture and they stopped the bleeding with manual compression. An attempt was made to retract the ruptured balloon into the sheath but the balloon tip detached and remained inside the patient's upper arm. The physician judged that it would be unable to treat and retrieve the detached balloon in his facility. The procedure was not completed due to this event and the patient was sent to another hospital for additional treatment.

Event description:
It was reported that during a percutaneous transluminal angioplasty, vessel perforation, balloon rupture and tip detachment occured. The 90% stenosed target lesion was located in a shunt in a mildly tortuous left subclavian vein. A 6f unspecified introducer sheath followed by a 035 non-bsc guide wire was advanced to the target lesion. A 9.0 x 40, 75cm mustang¿ balloon catheter was selected for dilation. They inflated the balloon with a non-bsc inflation device three times at 22 atmospheres. Upon the third inflation at 22 atmospheres, the balloon ruptured. Perforation of the vessel was then noted following rupture and they stopped the bleeding with manual compression. An attempt was made to retract the ruptured balloon into the sheath but the balloon tip detached and remained inside the patient's upper arm. The physician judged that it would be unable to treat and retrieve the detached balloon in his facility. The procedure was not completed due to this event and the patient was sent to another hospital for additional treatment.

Manufacturer narrative:
Device evaluated by MFR.: initial examination of the returned device noted that the single lumen shaft was stretched and broken. The balloon was torn circumferentially at approximately 25 mm distal to the proximal end of the proximal balloon sleeve. The distal portion of the shaft, balloon and tip were not returned. A visual and tactile examination of the remainder of the shaft noted that it was kinked along its working length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device has been inflated beyond the rated burst pressure (rbp). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, vessel perforation, balloon rupture and tip detachment occured. The 90% stenosed target lesion was located in a shunt in a mildly tortuous left subclavian vein. A 6f unspecified introducer sheath followed by a 035 non-bsc guide wire was advanced to the target lesion. A 9.0 x 40, 75cm mustang balloon catheter was selected for dilation. They inflated the balloon with a non-bsc inflation device three times at 22 atmospheres. Upon the third inflation at 22 atmospheres, the balloon ruptured. Perforation of the vessel was then noted following rupture and they stopped the bleeding with manual compression. An attempt was made to retract the ruptured balloon into the sheath but the balloon tip detached and remained inside the patient's upper arm. The physician judged that it would be unable to treat and retrieve the detached balloon in his facility. The procedure was not completed due to this event and the patient was sent to another hospital for additional treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).